Event description:
Reporter that he saw a spark in the advantage meter and then smelled smoke. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.